Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain'), infection ('infection'), urinary tract disorder ('urinary problems'), haemorrhage ('bleeding'), eating disorder symptom ('problems eating'), memory impairment ('memory impairment') and aneurysm ('anytizum interpreted as aneurysm') in a female patient who had essure (batch no. 646509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criteria medically significant and intervention required), urinary tract disorder (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), eating disorder symptom (seriousness criterion medically significant), memory impairment (seriousness criterion medically significant), aneurysm (seriousness criterion medically significant) and ovarian cyst ("right ovary cyst"). Essure was removed on (B)(6) 2018. The reporter considered aneurysm, eating disorder symptom, haemorrhage, infection, memory impairment, ovarian cyst, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain'), infection ('infection'), urinary tract disorder ('urinary problems'), haemorrhage ('bleeding'), eating disorder symptom ('problems eating'), memory impairment ('memory impairment') and aneurysm ('anytizum interpreted as aneurysm') in a female patient who had essure (batch no. 646509) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criteria medically significant and intervention required), urinary tract disorder (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), eating disorder symptom (seriousness criterion medically significant), memory impairment (seriousness criterion medically significant), aneurysm (seriousness criterion medically significant) and ovarian cyst ("right ovary cyst"). The reporter considered aneurysm, eating disorder symptom, haemorrhage, infection, memory impairment, ovarian cyst, pelvic pain and urinary tract disorder to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.